Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was caller reported patient (pt) was having substantial challenges with charging the implanted neurostimulator (ins) since early april. Caller stated that they were having a hard time getting the recharger positioned over the ins with stable connectivity, and sometimes the controller would say recharging had finished even though ins had only charged to 30% or 70%, rather than reaching 100% (but this didn't happen as frequently and connectivity issue). Pt had to charge ins by sitting on couch and using pillows to firmly press the recharging paddle against their back, which was painful to the patient. Caller said they would find the scar on pt's back and place the paddle a little lower than the scar, and usually only got 'good' quality (would sometimes bounce back and forth between good and excellent, but they were happy to get 'good'). Caller had reported the issue to two medtronic reps around may 11th over phone/text, and after some troubleshooting with reps they directed caller to patient services (caller said the issue started about a month before reporting to reps). Caller confirmed there weren't error screens on the controller when trying to charge ins. Agent had caller examine the equipment for damages; caller noted no visible damage to the recharger cord/plug/strain relief, nor controller port, and noted the connection between recharger and controller wasn't loose. Caller denied pt had any recent falls/trauma. Pt usually wore a thin gown at night when charging ins and had paddle on outside of gown; agent reviewed sometimes barriers can make connectivity more difficult to attain. Caller said the recharger paddle got a bit warm when charging but wasn't getting concerningly hot. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent mentioned if recharger didn't solve issue, caller/pt could call back to patient services for additional assistance, and mentioned pt could also go to the patient's healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that their weight at the time of the incident was 250 lbs. Caller also informed agent that the new recharger is working a lot better than the older one and what used to take an hour and half is now taking 30 min. Caller expressed frustration with finding best position when trying to charge implant and called recharging belt worthless. Agent reviewed best practices when charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.